Event description:
After use of the device for a cardiopulmonary bypass procedure, the user observed a small split in the outer casing of the cable. No other details regarding the nature of the event were provided. Since this event occurred after the cardiopulmonary bypass procedure, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.